Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16mm promus premier¿ stent was selected to treat the coronary artery. While loading the device into the guide catheter, the shaft of the device snapped in two pieces. The procedure was completed with a different device. No patient complications were reported.